Event description:
Clinical trial. It was reported that 1264 days following a coronary artery drug eluting stenting treatment procedure the pt was hospitalized for congestive heart failure. The index procedure treated a 3.0 x 12 mm lesion of the 70% stenosed, proximal lad (left anterior descending) artery. Treatment consisted of direct stenting using a 3.0 x 16 mm taxus liberte stent resulting in 0% residual stenosis. The pt was discharged five days following the procedure on asa and plavix. The pt presented 1264 days following the index procedure with chest pain and shortness of breath with orthopnea. The pt was admitted for congestive heart failure, was treated medically and improved. The pt was discharged on day 1269 with the event reported to be resolved. The investigator assessed this event as having an unk relationship to the study device.

Manufacturer narrative:
A review of the mfg documentation for this batch found that the device met its material, assembly and product specs at the time of release to distribution. The device has not been returned, therefore, a technical analysis could not be performed. The most probable root cause of this event is anticipated procedural complication.